Manufacturer narrative:
No manufacturing date was present in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a connector problem. The epg has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the external pulse generator (epg) had a connector problem. It was found, however, that the upper and lower cases were broken, all bails and bail covers were missing, and the cap of the battery drawer was broken off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: further analysis by the manufacturer noted that the main printed circuit board assembly (pcba) super capacitator component failure was causing the electrically out-of-specification operation. If information is provided in the future, a supplemental report will be issued.